Manufacturer narrative:
Service performed extensive troubleshooting. Service replaced the alinity I probe tubing and determined the part the likely cause. The issue was resolved with the replacement of the part. The service history of the (B)(4) verifies no subsequent issues have been reported. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a false positive alinity I cmv igg result of 37 au/ml was generated for a patient sample (ID (B)(6)) that retested negative twice at 0.8 and 0.13 au/ml. No adverse impact to patient management was reported.